Event description:
On initial contact, dentist reported handpiece burned a patient. When contacted for further information, advised blister was noticed on left side of patient's tongue after a crown prep on #20. Doctor prescribed warm salt water rinses and pain medication and followed up with patient after three (3) days.

Manufacturer narrative:
(B) (4)